Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that several hours after the initial implant of the lvad pump, the pump power spiked to 12 watts with alarms initiating low flows. The pump speed spontaneously increased to over 10000 rpms from 9000 rpms. The hospital staff suspected a pump obstruction. The following day, the pt was returned to the operating room and the lvad pump was exchanged for another lvad pump. A surgical pledget was found inside the first lvad pump. The pt was stabilized and was returned to ICU.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.